Event description:
Pt stated on appointment in physical therapy, that they had a blister in the area where an electrode pad had been placed on a previous appointment one week earlier. The pt had been set up on an electrical stimulator machine (dynatron 850). After a few moments the intensity increased to the point of pain. The staff placed them on a different machine. Pt did not notify the physical therapy staff until a week later. The machine was taken out of service immediately, and sequestered in bio-med. It is being tested by the MFR.